Event description:
Patient has been referred to a plastic surgeon for treatment.

Event description:
Pt received two burns on the lip during an osteotomy proceudre and prescription medication was administered.